Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol) she experienced discomfort and vision issues. She was told by her surgeon she had dry eye and was given drops to use. Additional information was requested.

Manufacturer narrative:
Additional information provided in h.10. Information was provided that during a phone call the patient reported, "that after surgery at (patient's) f/u visit (patient) was told (they had) extreme dry eyes and (patient's) doctor wanted to do a dry eye treatment." Patient indicated they were not able to follow through with appointment due to office being closed because of covid-19 restrictions. Patient indicated recent contact with doctor's office and was told to try a different eye drop, but had not started using them as of the last conversation. Patient reported that they did not need any further assistance from manufacturer and would work with doctor. The manufacturer internal reference number is: (B)(4).